Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold measurements. An invasive intervention was performed. The rv lead was repositioned successfully without any complications. This rv lead remains in service. No additional adverse patient effects were reported.